Event description:
It was reported that the patient experienced an Insulin Flow Blocked alarm, resulting in hyperglycemia of 400 mg/dL. which was treated by insulin was administered by injection on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6).Patient Country: Belgium.Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325-1219.  Based on the available information, this event is deemed to be a reportable Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.